Manufacturer narrative:
The field service engineer found that the qc was out of range from 23-mar-2023 afternoon till 29-mar-2023 when he identified and resolved the problem. The investigation determined that the root cause of the event was consistent with a maintenance issue. The service actions done resolved the issue.

Event description:
We received an allegation of a questionable result for 1 patient's sample tested with the elecsys troponin t hs (tnths) assay on cobas e801 immunoanalyzer. Initial result: 274 ng/l. Repeat result: 343 ng/l the questionable result was not reported outside of the laboratory. The tnths reagent lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) checked the prewash syringe and found that it was loose. The fse also found that the tubing was kinked. Service actions were done. After the service, no further issues were reported. H3 other text : na.